Manufacturer narrative:
(B)(4). The complaint device was returned for investigation. A follow-up report will be submitted upon completion of device evaluation.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal that occurred on (B)(6) 2015. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. A review of the downloaded receiver log confirmed an intermittent out of range signal. The root cause was determined to be a defective transmitter.